Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a damaged gasket that was causing bubbles and replaced the wbc dispenser pump (pm3), resolving the bubbles and the wbc background issue. The system was verified and validated. (B)(4).

Event description:
The customer reported white blood cell (wbc) background failures and observed bubbles in the wbc diluent dispenser pump on a coulter lh 750 hematology analyzer. The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.